Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and stained end cap sticker.

Event description:
It was reported the insulin pump was cracked by the battery compartment. The device was not dropped or bumped. Customer's blood glucose was unknown. No further information reported.